Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture. Review of event description: it was reported that during a right, cemented tha surgery on jul 19, 2018, part of the impactor chipped off, nothing fell into the patient and the case was finished with the same instrument. Neither a surgical delay nor a harm or injury to patient was reported. No information about the surgery nor the patient was provided. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the device shows countless indentations along the complete circumference of the rim. One piece of the rim broke off completely and is missing. All other surfaces show normal signs of usage. The metal thread fractured as well, the missing metal part of the thread was not received for investigation. Based on this visual examination the reported event can be confirmed. Review of product documentation: - compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis root cause determination using rmw: -instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. => not possible -> as a systematic issue with design would have been detected as part of the issue evaluation assessment. -instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. => not possible -> as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. => not possible -> as according to material compatibility specification sap the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as material strength may decrease due to extensive usage over several years and repeated sterilization cycles. - fracture of instrument due to general corrosion (crevice, pitting, galvanic). => not possible -> as no signs of corrosion were found during investigation. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the rim of the device contains countless indentations it is possible that the device was also used to remove the head from the taper. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the rim of the device contains countless indentations it is possible that the device was also used to remove the head from the taper. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the rim of the device contains countless indentations it is possible that the device was also used to remove the head from the taper. Conclusion summary : it was reported that during a right, cemented tha surgery a piece of the impactor chipped off. According to the report nothing fell into the patient and the case was finished with the same instrument. Neither a surgical delay nor a harm or injury to patient was reported. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination showed countless indentations along the complete circumference of the rim. One piece of the rim broke off completely and is missing. The metal thread fractured as well, the missing metal part of the thread was also not received for investigation. According to the device deformations extraordinary high forces had to be applied. It is likely that the device was also used to remove the femoral head from the stem taper, which is not part of the intended use of the device. As the device was manufactured in 2014 some material degradation due to excessive usage and repeated cleaning and sterilization cannot be excluded. Therefore, we assume the application or the repeated application of an extraordinary high force or a force at an angle in combination with some normal wear and tear to be a potential root cause for this issue. Nevertheless, based on the given information and the results of the investigation no specific root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4)..

Event description:
No event update.

Manufacturer narrative:
UDI#: (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the surgery part of the instrument chipped off but nothing fell into the patient. The surgeon was able to complete the case as planned with the same instrument.